Event description:
The manufacturer received information regarding a dreamstation 2 device. There is an allegation that the device shot broken shards of black plastic into the nose and mouth of a patient while they were sleeping. The patient alleges bleeding. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.